Event description:
Case description: on an unknown date the patient died. The reason for death was not reported. Since last submission the case has been updated with the following information: death information added in narrative . Narrative updated accordingly.

Event description:
Case description: case was previously captured with incorrect information for the field malfunction. On (B)(6) 2021, an amendment was performed. Since last submission, the following information has been amended: the field malfunction has been changed from "yes" to "no".

Event description:
Case description: investigation results. Name: novopen 3. Batch number was unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: -investigation results updated under qc comment and qc result. -device addendum tab updated. -narrative updated accordingly. Final manufacturer comment: on 18-oct-2020: the suspected device (novopen 3, batch number unknown) has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. Relevant information on product handling, needle usage and leaving needle attached to device between injections, product training are unavailable. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event. Elderly age of the patient (96 years) is a significant risk factors for device breakage and development of hyperglycaemia. H3 continued: evaluation summary: investigation results, name: novopen 3, batch number was unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
(Related symptoms if any separated by commas) pen was broken [device breakage], spring in mechanism no longer works, when turning to select units, does not work anymore - hears rattling [device malfunction], glycemia of 400 [blood glucose increased]. Case description: this serious spontaneous case from (B)(6) was reported by a nurse as "pen was broken (device breakage)" with an unspecified onset date, "spring in mechanism no longer works, when turning to select units does not work anymore - hears rattling (device component malfunction)" with an unspecified onset date, "glycemia of 400 (blood glucose increased)" with an unspecified onset date, and concerned a (B)(6) year-old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy". Patient's weight, height and body mass index was not reported. Medical history was not provided. Concomitant products included - insulin. On an unknown date, patient had glycemia of 400 (units not reported). It was found that the pen was broken, spring in mechanism no longer worked and when turned to select the units it did not work anymore (hears rattling). It was reported that the patient would be provided with a new pen, till then the nurses withdraw the insulin with a syringe. Batch number of novopen 3 has been requested. Action taken for novopen 3 was not reported. The outcome for the event "pen was broken (device breakage)" was not reported. The outcome for the event "spring in mechanism no longer works, when turning to select units does not work anymore - hears. Rattling (device component malfunction)" was not reported. The outcome for the event "glycemia of 400 (blood glucose increased)" was not reported. If the sample is received, the device will be investigated to evaluate it works according to the set specifications and intended use. Reporter comment: will not bring the old pen because she has to drive 40 km for a pen that is worn out.